Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported to a hologic representative by an or manager that during an endometrial ablation procedure, there was thermal injury to the patient. It is unknown at this time if the injury was to the uterus or the bowel. The radio frequency controller in use at the time of the procedure has been checked for the electrical current and it is functioning as expected. No additional details available.